Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to test the imaging system. The reported issue was confirmed. The site rebooted the system and the picture in picture function was resolved. The site was instructed on how to disable this function in the future. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) monitor was only getting a partial screen. The monitor was turning on with a display but it was only displaying half of what was being displayed. The was discovered when trying to perform a gain calibration. No patient was present at the time of the event.